Manufacturer narrative:
Event date: (B)(6) 2018. The service engineer (se) inspected the device and found a battery failed error code in the diagnostic logs. The se replaced the power management (pm ) printed circuit board assembly (pcba) and the device passed all testing.

Event description:
It was reported that the ventilator had a battery error. No patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 28dec2018. Date of manufacturer: 23dec2018. A power management (pm) printed circuit board assembly (pcba) was returned to philips for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found.